Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by high fever, cloudy effluent, nausea, no appetite, weight loss of (B)(6), and slurred speech. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On the same day as the patient was hospitalized for the event, the patient was started on unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient remained on antibiotic therapy and was recovering from the peritonitis event. No additional information is available.